Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c).

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to extreme heat. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.